Event description:
Pt was in wheelchair at home using vent on external battery. Unit started smoking and shut down (unk if there was alarms at this time). Pt was switched over to backup vent (pulmonetic vent). No allegations of pt harm.